Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) has not been inflating for the last few months. The patient underwent surgery and all components were removed and replaced. Upon removal, a damage in the connecting from the reservoir to the pump was observed. There were no patient complications.

Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) has not been inflating for the last few months. The patient underwent surgery and all components were removed and replaced. Upon removal, a damage in the connecting from the reservoir to the pump was observed. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at a fold in the cylinder body, no leaks were found. The pump was visually and microscopically examined, leak and functionally tested. A leak was identified in the kink resistant tubing connecting the reservoir. The pump did not pass inflations and activations tests. Based on the information available and analysis results, the inflation and activation issues identified in the pump could have caused or contributed to the reported clinical observation of device inflation issues.